Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres for 7 seconds, the balloon ruptured. The device was removed with no balloon fragments left in the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device was evaluated by the MFR.: returned product consisted of a maverick balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and the balloon material burst 9mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres for 7 seconds, the balloon ruptured. The device was removed with no balloon fragments left in the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.